Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of stent migration post procedure. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted in the urinary tract on (B)(6) 2015 (exact date unknown) to treat urinary stone. According to the complainant, a few days after the stent was implanted, the pigtail of the bladder side migrated to the urinary duct and was confirmed by kub. The migrated stent was successfully retrieved on (B)(6) 2015 and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem."